Manufacturer narrative:
(B)(6). The device was manufactured from march 14, 2019 - march 18, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication to the patient. The expected infusion time was 48 hours; however, after 48 hours of therapy time, it was observed that approximately ¼ of the medication remained in the device and not delivered to the patient. The device was filled with fluorouracil and sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.